Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump had a frozen display, and the buttons were unresponsive. The blood glucose reading at time of call was 180mg/dl. Troubleshooting was performed. The caller stated that the device did not alarm during or after the buttons were not responding. Advised the customer to remove the battery and to insert a new battery, but the anomaly persisted, and the time on the time on the insulin pump was not advancing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.